Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Address information: 46/2, main outer ring road, sarjapurroad, ambalipura, at iblur junction. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 of the bd discardit¿ ii syringes leaked while delivering the drug. The following information was provided by the initial reporter: there is a leakage while delivering the drug between the slip tip and spinal needle.

Event description:
It was reported that 5 of the bd discardit¿ ii syringes leaked while delivering the drug. The following information was provided by the initial reporter: there is a leakage while delivering the drug between the slip tip and spinal needle.

Manufacturer narrative:
H6: investigation summary no samples or photographs were returned for the reported issue of ¿leakage¿ with lot number 1306783 regarding item number 300847. The reported issue of ¿leakage¿ with lot number 1306783 regarding material number 300847. The device history review (DHR) of material number 300847 with lot number 1306783 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. One retention sample were used for the investigation. The investigation and simulation were carried out on one retention samples where the investigating team has functionally tested the samples for leakage and no leakage was found in the one retention samples. The root cause cannot be determined. H3 other text : see h10.